Event description:
Pt was found on the floor in water resulting in non-displaced fractures of the left femoral neck and anterior left acetabular wall. During our review of the fall and voluntary report to joint commission, it was identified that the hill-rom bed device that connects to the smart client system does not creating a strong enough connection into the wall port and allowing the system to see the bed. If the bed is not visible to the system, it will not capture the safety features such as ensuring the bed is in the low position, alerting staff when the bed alarm is activated, etc. Pt was sitting at the side of the bed with a bedside table in front of him prior to the fall. We do not know that the hill rom connection could have prevented the fall, but it represents a learning lesson to hopefully prevent future falls.